Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter's display segments were missing. The medical surveillance specialist (mss) was unable to get in touch with the patient, so this complaint was classified based on information obtained by the customer care advocate (cca). The patient reported that the alleged issue started two months prior to contacting lfs. The patient stated that she manages her diabetes with insulin (self adjuster). It is not known if the patient made any changes to her normal diabetes management prior to becoming symptomatic. The patient informed the cca that one week after the alleged issue began she developed a "low blood sugar," although the specific symptoms were not mentioned. The patient stated that on (B)(6) 2012 at 3 p.m., she went to the emergency room (ER) to have her blood glucose tested. The patient claimed that the ER obtained a blood glucose result of "430 mg/dl" on their meter. The patient did not report receiving treatment during her visit to the ER. The patient mentioned to the cca that on (B)(6) 2012, she exercised more than she does in her normal diabetes management but did not provide a reason as to why she did. At the time of troubleshooting, the (cca) confirmed that the patient was not using the subject meter for the first time and that there had been no misuse to the subject meter. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed "low blood sugar" as a result of the missing segments on the subject meter's display screen.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.